Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation prior to procedure, it was found that the atrial lead exhibited episodes of inappropriate automatic mode switch (ams) due to noise over-sensing. It was attempted to replace the atrial lead but the replacement lead was not able to be advanced to the right atrium (ra) due to the patient's anatomy. It was then decided to make programming changes instead. Patient condition was stable.